Event description:
Upon receipt of the device, the user observed a "f050" failure message. Our foreign consignee tested the monitor and performed a successful calibration. As a result, the "f050" failure message disappeared. Our foreign consignee reported the device was returned to the customer. Since the event occurred upon receipt of the device, there was no patient involvement during this event.